Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 cubie was failed, and it had an issue with retractor cable. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 cubie was failed. A field service engineer stated that nothing had failed upon arrival at the machine. The field service engineer reseated the row board cable on the drawer controller and on the row boards. Row board a was replaced, as that row had been causing problems. The retractor cable was inspected and found to be very worn and kinked at the bend instead of forming a smooth curve, so it was replaced. The sliding latch was also replaced. The system functioned as intended after the field service engineer repaired the device.